Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable ise indirect na, k, ci for gen.2 results for one patient sample on a cobas 6000 c (501) module. Of the data provided, there were discrepant na and cl results. The initial na result was 117 mmol/l and was released outside of the laboratory. The physician questioned the result. The repeat result was 135 mmol/l. The initial cl result was 116 mmol/l and was released outside of the laboratory. The physician questioned the result. The repeat result was 95 mmol/l. There was no information to suggest an adverse event occurred due to the device. The patient was admitted to the hospital based on the patient's symptoms of chest pain and hyponatremia. The na electrode lot number was b3729. The expiration date was asked for but not provided. The cl electrode lot number was n3155. The expiration date was asked for but not provided. The field service engineer (fse) checked the ise flowpath and the fluidics of the rinse mechanism. The customer performed a precision. The investigation was unable to find a definitive root cause.